Manufacturer narrative:
Initial report sent to FDA on 09/22/2009.

Event description:
Procedure: lapr. Rectumresection. According to the reporter: the instrument was used correctly for the strip-off of the rectum stump. The instrument could be closed but staples were not formed properly. The surgery was converted to an open surgery. It was reported that there was no add'l blood loss.